Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the lot number and expiration date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : a video was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned video. Visual analysis of the video revealed that the electrode's tip generates sparks when activated. A manufacturing record evaluation was performed for the finished device u2208058 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the electrode generated sparks when activated. The electrode will be sent to the manufacturer for further review. The vapr s90 w/ hand controls was evaluated by the manufacturer with the following results: device was returned in the original packaging. The distal tip is in a used condition. There is an area of damage that could have been caused by internal activation (output short event). No visible damage to handle, cable or plug. The electrical test was performed, all parameters passed except the hipot active-return. The hipot active - return parameter failed the test, functional test: vapr vue generator (gml4808/3) was used. The activation test failed showing the output short error. Manufacturer summary: the customer reported that the device generated sparks, this can be confirmed from functional tests. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. When the device was activated an output short error and sparking was confirmed on ablate mode only. Coag mode appeared to function satisfactorily. The reported device, 792400, s90 handswitching (228370) , lot. U2208058, has failed both electrical and ablate mode at functional tests confirming the customer's complaint. The damage present in the manifold is constant with damages previous seen in "shorting" events attributable to an ineffective isolation of the active an return due to an incomplete adhesive seal in the area of the distal tip. This events have been previously investigated through CAPA in devices with the same design. This failure mode has been reviewed against document 892007 (systems risk assessment matrix) in which has been recorded as "internal arcing of instrument" (spreadsheet line ref no. 820). For this failure mode the indicated hazardous situations are "insufficient rf energy - incorrect tissue effect" , the ra grid number 9, the severity has been classified as minor and the risk level categorized as alra (as low as reasonably achievable).the currently level is ¿probable¿(<10¯3 and =10¯4 ). A review of our records against the units shipped of s90 and devices of the same design for the last 12 months, shows an occurrence rate of 0.1 x10-3. This rate occurrence is in the lower range of the limit for this failure according to the systems risk assessment matrix (892007-du). To completely eliminate occurrence as design change will be required. A DHR review has been performed for the complaint device lot number u2208058 (B)(6) 2022); no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during an unknown procedure on (B)(6) 2023, it was observed that the s90 4mm/90º suction electrode with hand controls device generated sparks and was not used on the patient. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.